Manufacturer narrative:
Report source: foreign (B)(6).

Event description:
Information was received that a smiths medical portex siliconised prof cuff tracheostomy adj flange leaked at the cuff. No adverse patient effects were reported.